Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient underwent a pegj replacement. A gastroscopy was performed during which the intestinal tube was found to have been stretched and cutting into an angle of the upper gi tract causing an ulcer and bleeding. An attempt was made to remove the tubing which was unsuccessful. The patient was prescribed antihemorrhagic treatment and unknown antibiotic treatment. On (B)(6) 2024, the patient underwent additional failed gastroscopy attempts to remove the tubing. A CT scan was performed which found the tubing in the lower right abdominal quadrant, and intestinal perforation was ruled out. On (B)(6) 2024, the patient underwent a gastroscopy during which the intestinal tube was cut off, and migrated into the intestine. On an unknown date, it was reported that the ulcer in the upper gi tract caused anemia and weakness which resulted in the patient becoming immobile and developing pressure sores in the coccyx and contractures in the knee. It was reported that the patient was being administered duodopa via the peg tube. On an unknown date, the patient's condition improved and the patient was discharged home.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. Gastro intestinal ulcer and gastro intestinal bleeding are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.